Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer initial reports that the top portion of the cutting part curled up. The doctor almost tore the patient's dural sac - he is very upset. (B)(6) 2013. Customer reports the surgeon was performing a spinal fusion using the device to remove bone, etc to expose the dura. There was no patient harm. (Slee).